Manufacturer narrative:
The device was not yet received by the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
An associate manager reported on behalf of the customer that an a2101 mayfield ultra base unit was used on a patient and failed on (B)(6) 2018. The patient¿s head almost slipped out of the headrest. No patient injury was noted. Additional information was received on 29jan2019 indicating that the issue with the mayfield was the transition member could slip in and out of the base unit easily. When the patient¿s head was positioned, the transition member slipped out. The wrench was taken and the tension was adjusted to satisfaction. It was tested for insertion and removal of the transition member and it all worked together.

Event description:
N/a.

Manufacturer narrative:
The device was not returned for evaluation. The device history record (DHR) review could not be performed since product lot number was not provided. The reported complaint was not confirmed. Root cause analysis cannot be completed at the moment. Device identifier # (B)(4).